Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage from the IV hub after removing it from the patient. The following information was provided by the initial reporter: "as per the customer account, a 20g nexiva was inserted into a patient¿s left forearm. There was good blood flow to the cap, but when the needle was removed, they were unable to disconnect the needle housing from IV catheter/hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unit. The needle was completely pulled back through the catheter and with the tip secured within the tip shield. During the visual examination, it was observed that there was no visible damage that would inhibit needle disengagement or decoupling. There were, however, traces of cured adhesive found inside the tip shield using uv black light. The incorrect placement of adhesive during the manufacturing process was determined to be the most likely cause of the defect. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. Preventative maintenance and in process sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage from the IV hub after removing it from the patient. The following information was provided by the initial reporter: "as per the customer account, a 20g nexiva was inserted into a patient¿s left forearm. There was good blood flow to the cap, but when the needle was removed, they were unable to disconnect the needle housing from IV catheter/hub."